Event description:
Country of complaint: (B)(6). During the use of the suture, in an inguinal hernia repair, the suture was fraying and then breaks.

Manufacturer narrative:
Manufacturing site evaluation: (B)(4) sutures received in sealed packaging. No product of this batch number in OEM stock. Two other complaints of this batch on file, both considered unsubstantiated. Review of batch manufacturing documentation completed and it was determined that during the inspection process no deviations which could alter the results were noted. Received samples were tested for tensile strength at the node, in which the maximum voltage value in which the yarn is broken is determined. This test shows that the results obtained from samples meet the specification of the OEM for this type of suture. Testing confirmed that the product tends to fray. This is because in some sections of a polypropylene thread, there is inadequate polymerization, which can be caused by a temperature differential during the extrusion phase. Determined to be justified. Proper personnel have been notified to further address the issue at the OEM.